Event description:
An issue was reported where the customer experienced an incorrect time setting on their pump, with the discrepancy being greater than five minutes. There was no adverse impact to the customer¿s blood glucose level as previous settings did not result in extreme blood glucose readings. Technical support assisted the customer with updating the pump time and advised monitoring for any future discrepancies. The customer understood and acknowledged the advice provided.